Event description:
It was reported that an ilet bionic pancreas failed to power on after being placed on the charger despite the charging pad light being illuminated, and the user could not wake the device; the user¿s blood glucose reached 215 mg/dl and they transitioned to back-up therapy, consistent with a device issue characterized as a key or button unresponsive and involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information supplied by the user. Investigation of this device revealed a software problem associated with the device¿s touchscreen interface, aligning with a key or button unresponsive malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."